Event description:
Information received from patient via an e-mail message states that the patient had 2 "eye infections." (The first reported infection is documented in this report. A subsequent "eye infection" reported in the left eye is documented in MDR submission 1033553-2003-00015.) The first reported "eye infection" was allegedly in their right eye. Their message stated that that "cleared up with drops and cleansing. "The patient's message stated that they had been using acuvue lenses"... For years and I am meticulous about cleaning and storing them and changing them every two weeks." No additional information has been received and multiple attempts to contact this patient were unsuccessful.